Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, resistance was felt when the mapping catheter was pulled back from the balloon catheter. Additionally, it appeared that the wire of the mapping catheter was trapped in the balloon catheter. It was also observed that there was visible blood on the coaxial umbilical cable, and an unknown system notice related to the visible blood was received. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 50933 showed blood inside the balloons. The balloon catheter failed the product performance test due to system notice # (B)(4). "The safety system has detected fluid in the catheter and stopped the injection". Additionally, it was observed that the test mapping catheter was unable to be inserted inside the balloon segment. The dissection test also showed a guide wire lumen kink and twist at 2.1 cm from the tip of the balloon catheter. Additionally, the pressure test showed breach inside the balloons at 2.1 cm from the tip. In conclusion, the reported balloon catheter failed the returned product inspection due to the guidewire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files confirmed system notice 50007 ¿the safety system has detected fluid in the console and the system was inoperable.¿ the data files showed 9 applications were performed with balloon catheter 2af284 with lot number 50933. The reported issue was confirmed through data analysis. Analysis of the physical product is pending. If information is provided in the future, a supplemental report will be issued.